Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on the morning of (B)(6) 2022 with a change in mental status, slurred speech, and an inability to follow commands. The patient was found to have a hemorrhagic stroke from computed tomography (CT) of the head. This was felt to be hemorrhagic conversion from a previously reported ischemic stroke as the patient had no trauma or injury, international normalized ratio (inr) was 2.8, and mean arterial pressure (map) was not elevated. The stroke was treated with coumadin (warfarin) reversal. Neurosurgery and neurology was evaluated but no surgical intervention was rendered due to co-morbid conditions. The patient's neurological symptoms have significantly improved as well as her range of motion. The patient is alert, oriented to person, place, and is able to state her age, but not the year. On vad interrogation the patient was also found to have a driveline disconnect with a pump stop on (B)(6) 2022 at 4:08:17 and 4:12:16. The patient was at the rehab facility or en-route to the hospital when the driveline was disconnected.

Manufacturer narrative:
Section b5: the patient's past stroke was reported in MFR # 2916596-2022-10884. Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed two system stops due to the driveline being disconnected; however, a specific cause for the driveline disconnect events could not be conclusively determined through this evaluation. The controller event log file contained data from 29apr2022 to 02may2022. The log file recorded two driveline disconnect events on 02may2022 at 04:08:17 and at 04:12:16, respectively. The pump regained speed after the driveline was reconnected and remained at the set speed for the remaining duration of the log file. The log files appeared to capture the pump operating as intended at the set speed for the duration of patient support. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.